Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received ten unopened units. All ten units were tested for leakage beyond the septum and inspected for damage to the septum. Prior to testing, units were inspected for the actuator being pushed through the septum. No defects were found. The units were tested for leakage beyond the septum. No leakage was observed. The units were dissected to microscopically inspect the septums. No damage or tearing of the septums was observed. Since all units were found to be within specification, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the blood control barrier on the bd insyte¿ autoguard¿ bc shielded IV catheter failed and caused blood to leak out during use. The following information was provided by the initial reporter: "failure of blood control barrier. This complaint is submitted on behalf of a medical officer. I was present when it occurred and observed good practices. Tourniquet released straight away. The medical officer stated this happens frequently."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the blood control barrier on the bd insyte¿ autoguard¿ bc shielded IV catheter failed and caused blood to leak out during use. The following information was provided by the initial reporter: "failure of blood control barrier. This complaint is submitted on behalf of a medical officer. I was present when it occurred and observed good practices. Tourniquet released straight away. The medical officer stated this happens frequently."